Event description:
Reported by the complainant as follows: blood stool observed in catheter during use. This event describes rectal bleeding when a flexi-seal device was in situ in a pediatric pt with diarrhea on enteral feeds. The event is deemed to be a serious adverse event because medical intervention was required to stop the bleed, ie the pt was treated with fresh frozen plasma. The physician noted that it is unlikely that the source of the blood in the flexi-seal tubing was related to the fms balloon ulcerating the rectal vault because, multiple ulcers and erosion were also visualized during scoping in a vast area of the intestinal tract. Due to the darkened color of the blood, mixed with liquid stool in the fms tubing, it would not be possible to confirm if it came from the rectum. Rectal bleeds are most often a brighter red than blood from a higher source in the intestine. The pt's anemia subsided and the diarrhea was stopped when the enteral feeding was stopped.

Manufacturer narrative:
.